Event description:
During traction, there was a sensation that the patient's foot was slipping out of the boot. To secure the position, the boot was tightened with strong pressure, and traction was resumed. Unfortunately, a fracture occurred at the patient's ankle area during this process.